Event description:
Three devices (cev633-1a, cev669bg, and cev6795b) were returned to mxi service and repair with a request for repairs.

Manufacturer narrative:
Device 2: cev669bg (lot 201112mf5)- mfg date: date: 12/01/2011. Device three: cev6795b (lot 20112mf1) mfg date: 12/01/2011. Cev633-1a was evaluated and the electrode plugs were twisted, the coating was damaged, and the electrode presented an electrical leak that was found at the blade and tube. The plugs were most likely twisted as a result of excessive force. The electrical leak is most likely due to the damage to the coating. Cev669bg was evaluated and found to be functioning as designed. Cev695b was evaluated and found to be functioning as designed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).